Event description:
It was reported that the patient's implantable neurostimulator (ins) was explanted and replaced due to inadequate pain relief to the right leg. The patient recovered without sequelae. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 748951ee serial# (B)(4) implanted: unk explanted: unk; product typ extension product ID 748951ee serial# (B)(4) implanted: unk explanted: unk; product typ extension. (B)(4). Analysis of neurostimulator model 7427 serial # (B)(4) showed no significant anomalies. There was good stable output but the battery was at end-of-life (eol) status. Analysis of extension model 748951ee serial # (B)(4) showed no significant anomalies. Analysis of extension model 748951ee serial # (B)(4) showed no significant anomalies.